Event description:
There was an allegation of questionable sodium (na) results for 1 patient sample on a cobas 8000 ise 900 module. The initial result was 135. The sample was repeated twice and the results were 140 and 150. The units of measurement were not provided.

Manufacturer narrative:
The sodium electrode information was not provided. The investigation is ongoing.